Event description:
Spontaneous call from pt's wife, one of pt's cadd legacy pumps is continuously beeping and will not connect to the cassette. He has been using his backup pump since thursday. No harm or injury to pt. Sending a new pump to them for tomorrow early am. They will return the broken pump to us. She does not know the serial number on the broken pump. No further info available. Reported to (B)(6) by pt/caregiver.